Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the tip-up fenestrated grasper could no longer be moved intraabdominally. The customer indicated the forceps branches became skewed and could no longer be straightened manually. The instrument was removed from the abdomen with the trocar. The trocar had to be forcibly removed from the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and failure analysis found the instrument main tube broken where it meets the proximal clevis at the distal end. A piece measuring approximately 0.162 x 0.285 was not returned with the instrument. Additional observations not reported by site: the instrument was found to have a broken grip cable at the distal end. The instrument was also found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was found to have a dislodged proximal clevis.